Manufacturer narrative:
The sureform 60 blue reload was received for failure analysis evaluation. The reload was not returned with a sureform 60 instrument. There was no damage to the reload. The reload was returned used and fired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. There were no lodged staples or signs that it was involved in a firing failure. No product issue was identified. A review of the stapler logs show that the sureform 60 stapler instrument, fired four sureform 60 reloads. On install 1, a blue stapler reload was installed, the first clamp was incomplete, and no firing was attempted. On install 2, with a green stapler reload, the first clamp was successful, and no further events were recorded on this install. Install 3 was not recorded in the logs. On installs 4 and 5, with green stapler reloads, the first clamps were successful, and the firings were each completed with no pauses for compression. The logs show three instances of an error code after the clamp, on the second install, indicating a potential system level issue.

Event description:
It was reported that during a da vinci¿assisted appendectomy procedure, malformed staples were observed after firing a sureform 60 stapler instrument equipped with a sureform 60 blue reload. The stapler instrument was clamped onto tissue and an error message was observed stating "tissue too thick to continue." The customer then replaced the blue stapler reload with a green 60 reload. The subsequent fire with the green stapler reload was successfully completed, without complications. It remains unclear whether a new blue stapler reload was used, or if the initial blue stapler reload, which had generated the error message, was reinstalled for a subsequent firing. At the completion of the firing, the staples that were deployed were observed to be malformed. There was no bleeding as a result of the event, no loose staples fell inside the patient, and the malformed staples were not removed. The intuitive surgical, inc. (Isi) clinical sales manager (csm) could not confirm if any holes or gaps were present in the staple line due to the firing issue. A sureform 60 green reload was subsequently fired successfully, and the procedure continued without further complications. The procedure was successfully completed robotically, no postoperative imaging was performed, and the patient has not experienced any postoperative complications or required a return to the hospital.